Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was unknown. They noted that electrode 0 stayed at high impedances, electrode 8 returned to normal, and all other electrodes remained orange. However, the patient was able to feel stimulation where needed post-op using electrodes 8 and 10. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep did a connectivity check and saw all green values. When they ran impedances, all contacts showed orange 'avoid'. It was reviewed this meant that all pairs of electrodes were greater/equal to 4,000 ohms and at least one pair was greater than 40,000 ohms, or one pair was less than 300 ohms. The rep provided the following values: ref 0 200/570 low/high ohms range, ref 8 200/570 low/high ohms range, ref 12 260/560 low/high ohms range, 8/0 - 200 ohms, 12/4 - 260 ohms. It was reviewed that the avoid was showing due to one pair being less than 300 ohms. The rep said that electrode 0 was > 40,000. The stimulation was turned on and the patient was getting paresthesia and pain relief where needed. No further complications were reported.